Event description:
The customer observed the ict syringe on the architect c16000 analyzer was leaking. During inspection it was noted that syringes 12 and 13 were leaking and had to be re-tightened at the joints. No further issues were observed. There was no reported impact to patient management or user safety.

Manufacturer narrative:
Correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.